Manufacturer narrative:
H3: product analysis of the device found that there were missing spare fuses, torn spare fuse decal and loose clips due to worn wave washers. This regulatory report is being submitted due to retrospective review through CAPA 624392 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, the stimulator was not providing a response when touched to tissue or nerve. It was giving inaccurate alerts while trying to stimulate tissue and was unable to correctly identify structures. There were audible indicators that alerted the user to the issue. Numerous troubleshooting steps were performed with no resolution. There was no patient impact.